Event description:
It was reported that after a percutaneous transluminal angioplasty of a peripheral vessel, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during device placement in the vessel, blood flow from the device marker lumen was minimal. The device was removed over a guide wire and a second proglide device was attempted. During suture retrieval of the second proglide device, when the needle plunger was retracted, no suture was present. The second proglide device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported minimal blood flow from the device marker lumen was confirmed as analysis of the returned device found excessive dried blood and other biological matters occluding the internal marker lumen. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.